Event description:
This patient had an ICD implanted back in 1994. It was replaced in 2004. The cardiologist had concerns about early depletion. Before any replacement of his device, the system was "fluoroed" and we could see no breakdown. The endotak svc coil has been kept off. The device was removed and given to the vendor. This was a cpi model 1857.the pocket was examined for bleeding cuts and none were evident. This was irrigated with antibiotic solution. The leads were examined also. Though there was some superficial discoloration, they seemed to be intact, both visually by what we could see. Obviously, the entire length of the lead was not seen. The rv lead is an endotak, model 064.the svc coil is a cpi, model 20.the leads were attached to a cpi defibrillator, model 1857. This was placed in a pocket. It was tested. R-waves were 19. Pacing impedance 566. Pacing threshold was .8 volts at .5 milliseconds. Shock impedance was 40 ohms.ef was induced with manual burst pacing. It was appropriately sensed and successfully defibrillated with 21 joules for 43 ohms. There were two dropouts.